Event description:
It was reported that during a procedure of the moderately tortuous and severely calcified right coronary artery, the promus stent delivery system (sds) met resistance during advancing and was removed within the guide catheter without incident. Once outside the anatomy, the security of the stent implant was checked and it dislodged off the balloon. There was no reported adverse patient effect. A second 2.5 mm x 8 mm promus sds was used successfully in the procedure. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. In this case, the lesion site was described as moderately tortuous and heavily calcified, which likely contributed to the failure to cross. Furthermore, it is likely that this interaction with the lesion contributed to the reported disruption of the stent on the balloon. Although the return of the stent delivery system (sds) may have assisted in determining a conclusive cause, there was no note of any damage observed to the sds or stent implant prior to the procedure, which suggests that a product deficiency did not contribute to difficulty experienced. A review of the device lot history record did not reveal any nonconforming material records for this lot relevant to this report. Additionally, a query of the complaint-handling database was performed and there is nothing to indicate a lot specific product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during manufacture before release. Additionally, all stent delivery systems are inspected for proper stent placement, stent damage, and crimped stent outer diameter; a sampling of units is destructively tested prior to release to verify stent dislodgement force. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.